Event description:
It was reported that stent fracture occurred. A 10x100x120 epic stent was advanced for treatment. However, after placing this device it was noted in the cholangiography that the stent was fractured in 3 parts. The procedure was completed with a placement of a new stent over the fractured stent in the bile duct. No patient complications were reported and the patient status was stable.